Event description:
Customer reported:bag is detaching from the housing. This happened twice with the same hospital. I do not know the lot #.no patient harm or injury reported by customer (B)(6). No additional information at this time.

Manufacturer narrative:
(B)(4). Evaluation anticipated but has not begun. Upon carefusion's investigation, a follow up medwatch will be submitted.